Event description:
Patient with submassive pulmonary embolism, and contraindication to tpa, was undergoing a bilateral pulmonary angiogram, aspiration embolectomy/thrombectomy. The procedure lasted approximately 2.5 hours. Aspiration thrombectomy was first performed on the right. The sheath was withdrawn to the main pulmonary artery and right ventricle for repeat pressure measurements resulting in no significant change from preintervention measurements. Therefore, the team continued to the left pulmonary artery for additional thrombectomy targeting the lower lobe artery. After removal of a significant amount of clot from this branch, it was noted that the distal tip of the separator wire was fractured. Shortly after this, prior to completion of the angiogram, the patient developed massive hemoptysis and associated oxygen desaturation. The patient was turned onto her left side to protect the right lung from a presumed massive left-sided pulmonary hemorrhage. The patient was intubated by anesthesia in the right mainstem bronchus, and the code team was activated. Massive transfusion protocol was initiated. Ultimately, the patient expired following prolonged CPR for pulseless electrical activity and asystolic cardiac arrest. Review of the autopsy findings led to the conclusion that the death was not caused by the wire breaking off and there was no finding of vessel perforation.